Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Event description:
The customer reported that the nav-ring was defective. The device context of use at the time the problem was observed is unknown; however, no patient harm was noted. The nav-ring is scheduled to be replaced. Further information is pending.